Event description:
The reporting facility reported an event involving a pt. While placing the (ins-5010) for lumbar drainage, the physician was unable to remove the guide wire from the catheter. Although, the device was noted to have a good cerebral spinal fluid return, the physician elected to remove the catheter with the wire after the needle was removed. Resistance was experienced while removing the device. Upon removal and examination, it appeared to the physician that 2-6cm of catheter remained in the pt. A second catheter was placed without incident. Cross reference: medsun uf/importer report # (B)(4).

Event description:
Reporter alleged the customer obtained the results of 112 mg/dl, 139 mg/dl, 149 mg/dl and hi (greater than 600 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.